Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Subsequently, it was surgically abandoned and successfully replaced. Other than the procedure, no additional adverse patient effects were reported.